Event description:
A 39-year-old male patient was admitted with acute mi, cardiogenic shock (cs), transferred from another hospital where he had presented with stemi and underwent pci with intra-aortic balloon pump (iabp) placement. The patient was immediately escalated to an impella 5.5 once transferred and removal of the iabp. Due to loss of pulse from the iabp leg, the patient went to the or for vascular repair of the femoral artery. The patient developed a fever and started on antibiotics, as well as some intermittent ventricular tachycardia (vt) which required defibrillation. An echo was done and the impella device was pulled back to appropriate position. The field representative responded that the ventricular tachycardia overnight which correlated with patient being rolled. After the patient was shocked x1, converted to nsr and device pulled back, no further arrhythmias were noted. The patient then developed a gi bleed and was scoped. The patient was then extubated, however, required immediate re-intubation secondary to flash pulmonary edema. The impella device was successfully weaned and removed on (B)(6) 2025.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.